Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: the keypad was found to be peeling along the side. The ok and the contrast keypad buttons were intermittently unresponsive during testing. The up arrow and down arrow keypad buttons responded appropriately and were functional. The keypad was removed and evidence of contamination was found under the ok and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that keypad buttons were difficult to press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.